Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported missing cine runs, and they were unable to access some features during a procedure. No pt injury was reported.